Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the dates of the previously missed refills were not known. The patient's daughter and nursing home were always able to get the patient rescheduled and transported before the pump was empty until this most recent time. It was not reported that the patient ever experienced symptoms previously. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen (500mcg/ml at 119mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the pump was read at the emergency room (ER) on (B)(6) 2019. Empty pump reservoir occurred. The event date was (B)(6) 2019. Therapy was not intentionally discontinued. No symptoms were reported. There were no further complications reported at this time. Additional information was received from a manufacturer representative. It was reported that the initial reporter was a healthcare provider (hcp). The patient had been living in a nursing home and was refusing the 60 mile ambulance ride to get the pump filled. This had happened on more than one occasion and the patient's daughter began exploring physician that could fill the pump locally or even an infusion company that could refill at the nursing home. No actions were taken to resolve the empty pump reservoir. When the manufacturer representative was at the hospital, the physicians thought the patient had likely gone through withdrawal, and they would prescribe oral medications in favor of refilling the pump. The patient verbalized with the manufacturer representative that should they refill the pump, she would continue to refuse ambulance rides to (B)(6) for refills. When the manufacturer representative left the hospital, the thought process from the attending hcp was that refilling the pump could set the patient up in the same situation again, and may experience another withdrawal down the road. There were no further complications reported at this time.